Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. A lack of solvent at the reflux connector was observed. This issue can cause leakage; a leak functional test was performed, and the reported leak failure mode was confirmed. No other analysis was performed. Based on the analysis conducted in the sample provided, the root cause was traced to manufacturing due to the lack of solvent. For corrective action an awareness notification was performed to personnel to explain the importance of adherence to manufacturing procedure. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leakage problem. Discovered upon opening. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.